Manufacturer narrative:
Product analysis: analysis revealed that the device failed on all atrial measurements. There was no signal on the atrial output (main board is defective). Upper case is broken. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned without a stated reason and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.